Event description:
Husband (B)(6) reported pt got an infection on her catheter. It needs to be removed for 2 month's so pt's infection may clear. Pt is currently in the hospital. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).